Manufacturer narrative:
The device was not returned for evaluation. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
T was reported that the procedure was to treat the right coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The nc trek neo rx 2.75 x 12mm balloon was used for pre-dilatation, but the balloon ruptured at 10 atmospheres during the first inflation. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.